Event description:
Had breast implants placed on (B)(6) 2014. I received mentor smooth round high profile gel implants. Since my implants were placed, I have developed multiple unwanted medical symptoms to include anxiety, extreme fatigue, inflammation of my joints, bloating, fibromyalgia, and tested positive for lupus. I was very healthy prior to the implants, and doctors to include a rheumatologist, cannot find a source for my issues other than my breast implants.